Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27-mar-2026, a sales representative reported via email that an ar-1593-bc implant system, secondary fixation with biocomposite swivelock anchor (4.75 × 19.1 mm) experienced a device issue during an acl procedure performed on (B)(6) 2026. During the first 2¿3 turns of insertion, the swivelock anchor screw broke. All screw fragments were removed, and the site was re-drilled. A larger swivelock anchor was subsequently implanted to complete the procedure successfully. No fragments of the affected anchor were retained in the patient, and no patient harm was reported.